Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned the ins quit working and was advised by a doctor to have it check if they can ins will still work if not it needed to be remove. Agent offered to try recharging the ins but all of the external components are missing. Pt (patient) called back to report that their controller is not working and asking for replacement. Agent understood that pt had found the controller and was not lost. Pt stated that the controller quit working almost 5 years ago and was sitting out in the weather. Pt mentioned they tried to recharge and not able to. Pt stated they only received a replacement for the recharger head and cord. Pt is asking for a replacement for the controller because it is very old and lost the belt. Pt mentioned that the battery pack is not taking a charge. Pt stated that the ins was working good and when he lifted a box it suddenly popped then no longer worked. Agent had pt to reset the controller and screen powered on with ac power supply. Pt confirmed that there is a green light on the ac power cord but no blinking light on the controller after putting the battery pack in. Pt confirmed there is no visible damage on the charging port. Agent sent a request to repair dept to replace the battery pack and recharger belt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.